Event description:
It was reported that the patient had a recent increase in seizures. The patient was a relatively new implant patient, and the patient¿s neurologist had stopped titrating her generator's settings up around the time of the increase in seizures. Attempts for additional pertinent information have been unsuccessful to date.